Event description:
The customer reported that there was an 8 second pause to receive the asystole alarm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
A philips response service engineer (rse) spoke with the customer and confirmed the issue of alarming telemetry incorrect, one-star alarm is 4 seconds. Alarms should be triggered from 3.5 seconds onwards as a 3-star alarm and on the bell system. She added that the problem is that users accidentally discovered that the *alarm pause in the alarm log was recorded at >4sec in the alarm strip on (B)(6) 2023, in the mx-40 at 04:19:18 tele18- 4 sec. The customer claimed the malfunction could cause or contribute to harm or injury if it recurs. The allegation was made in the event a potentially serious injury was to occur, which did not happen. The rse confirmed that there was no negative effect on the patient, the issue was discovered accidentally and escalated to management. The complaint was escalated for technical investigation. A philips product specialist engineer (pse) and a clinical application specialist (cas) reviewed the strips provided by the customer. Results showed that the events in the strips were combined because the patient transitioned from pause to asystole. The customer was looking at the pause strip and seeing the long time between beats, and expected an asystole alarm, when in fact, the asystole alarm strip is a different, separate strip. For tele 18 the customer only sent the pause strip. The audit log captured the asystole alarm occurring one second later. The changes in the patient¿s condition were recognized by the monitor and alarms were generated as appropriate. Based on the information available and the testing conducted, the cause of the reported problem was a misinterpretation on the part of the customer regarding alarms strips, as they were looking at the pause strip and expecting an asystole alarm, when in fact, the asystole alarm strip is a different, separate strip. The reported problem was not confirmed. The engineer provided their analysis findings. The changes in the patient¿s condition were recognized by the monitor and alarms were generated as appropriate. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.